Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg (implantable pulse generator) was suspected to have reached end of life and the physician replaced the ipg with a new one. The physician also moved the pocket site for the easy access by the patient when using the external devices. The patient was receiving satisfactory stimulation with the old programs and the follow-up had been scheduled.